Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred after the pump was removed from an ice chest. There was no impact to the customer's blood glucose level. There was a delay in clearing the alarm and the customer declined a follow up to confirm if the alarm was cleared.